Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. ¿ nick is observed assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. An inferior capsulotomy was performed. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. An inferior capsulotomy was performed. The device has been explanted and replaced.

Manufacturer narrative:
Continued event code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side rupture.